Event description:
Removing reference to dq8450 - inadvertently included on initial MDR. Brand name is quattro 2.0. Catalog number is dq8432.

Event description:
This user is reported as almost consistently having used if-4p. This user was burnt. This user had a planned vacation and went swimming in the ocean after having been burnt, and may have acquired a staph infection. The user went to a doctor following this event - no further information regarding this visit was able to be obtained. The user is reported as having noticed discomfort during treatment, but not enough to where he notified anyone - the current is reported as having felt stronger. The burn was noticed when the electrodes were removed. The burns are reported as still being evident. (Item number dq8432 no longer available - reference item number dq8450.)

Event description:
The device involved with this event was returned to compass health brands and inspected on 9/26/2017 - the customer's complaint was unable to be duplicated from a review of the returned device. The returned device was tested under standard protocol, and was determined to fall within the manufacturer's specification. Again, the customer's complaint could not be duplicated from a review of the returned device.